Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The aortic body deployed as expected. During polymer fill of the aortic body graft, the graft partially filled with polymer and the fill polymer syringe was observed to be empty. The patient experienced hypotension, which was successfully treated per the recommendations in the device IFU. The aneurysm was successfully excluded at the end of the implant procedure and there have been no additional clinical sequelae reported.